Event description:
It was reported that prior to implant procedure, the implantable cardiac monitor exhibited error message in box. The device was not used and replaced.

Manufacturer narrative:
Final analysis found memory corruption occurred during the manufacturing process and memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.

Manufacturer narrative:
Follow-up 4: oct 11, 2019.